Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# va2c7e9002 product type lead product ID 977a260 serial# va2c6kx045 . Other relevant device(s) are: product ID: 977a260, serial/lot #: va2c7e9002, ubd: 02-feb-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: va2c6kx045, ubd: 02-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported the controller won't allow pt to increase stimulation - pt reported an error message "desired settings not available" a couple of weeks ago on all groups. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information received from the consumer reported that they met with a rep and found that a lead had moved. The patient was reprogrammed and the was going to keep an eye on the situation to see if it still covered their pain area. The issue had been somewhat resolved.